Event description:
Reportedly a patient required a revision surgery following a stapes replacement with a smart piston. The report indicates that the patient may have a nickel sensitivity. No device malfunction claim has been made. Three attempts at obtaining further information have been made with no success. No product has been returned to gyrus ent for evaluation. Nickel sensitivity is a known contraindication for the smart piston.